Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with the peritonitis event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of the klebsiella pneumoniae and enterococcus faecalis which are bacterium normally found in the intestines and is often associated with peritonitis caused by touch contamination. Therefore, based on the reported information, the peritonitis can be attributed to a breach in aseptic technique during the pd exchange, as reported by the pd nurse.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was recovering from peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of cloudy effluent. As a result, on (B)(6) 2022, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria klebsiella pneumoniae and enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin (1 gram) and cefepime (1 gram) intra-peritoneal (ip). It was stated the patient is recovering from the event and continues pd with the same cycler. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was recovering from peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of cloudy effluent. As a result, on (B)(6) 2022, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria klebsiella pneumoniae and enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin (1 gram) and cefepime (1 gram) intra-peritoneal (ip). It was stated the patient is recovering from the event and continues pd with the same cycler. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in infection control at home. The alleged event is confirmed since the incident was caused by the user. The cause of the reported event of peritonitis was attributed to touch contamination due to a breach in aseptic technique. There is no allegation of cassette malfunction. In addition, the user guide was reviewed, and it states as a warning before starting and at the ending of treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ also, step 8 (ending treatment) states clearly the steps for an aseptic disconnection. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) was recovering from peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of cloudy effluent. As a result, on (B)(6) 2022, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the patient¿s pd culture grew the bacteria klebsiella pneumoniae and enterococcus faecalis. The patient was initiated on antibiotic therapy with vancomycin (1 gram) and cefepime (1 gram) intra-peritoneal (ip). It was stated the patient is recovering from the event and continues pd with the same cycler. Per the nurse, the patient did not have any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Correction: g1.